Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Corrected: g3. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00722. 0001822565 - 2019 - 04298. 0001822565 - 2019 - 04316.

Event description:
It was reported a patient had an initial left tha. Subsequently, the patient was revised approximately 8 year later due to elevated metal ion levels, pain, tissue necrosis, and in-vivo corrosion. It was noted the surgeon wanted to replace the liner and head, but the liner would not come out. The head was removed and replaced with no complications. Attempts have been made and additional information on the reported event is unavailable at this time.